Event description:
The recipient reportedly experienced electrode extrusion and intermittent lock. The recipient underwent revision surgery on (B)(6), prior to explant surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Following repositioning surgery, the recipient experienced no sound. During revision surgery, electrode migration was noted.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient underwent revision surgery on (B)(6) 2017, prior to explant surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.